Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5) as found condition: the phenom 27 catheter was returned inside a bio-hazard bag, and a shipping box. Visual inspection/damage location details: the catheter tip, marker and body were examined; no damages were found. No other anomalies were observed. Testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and found patent. The catheter was then tested by running an in-house 0.026¿ mandrel through the catheter hub. The mandrel successfully passed through the catheter hub, lumen, and tip without issue. Conclusion: based on the returned device, the customer's report of "difficulty navigation" was not confirmed, as no issue was found with the returned catheter. The root cause could not be determined. Possible causes of the damage and difficulty navigation include the use of a damaged device, severe vessel tortuosity, and resistance during delivery. H6 coding updated based on analysis findings and all available information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the tip of the catheter was moved during pipeline deployment. The tip of the catheter was not under stress. There was a lot of friction during delivery/positioning of the pipeline which was due to the patient's vessel tortuosity. The pipeline did not jump during deployment. Multiple pipelines were not in use. The procedure was ended without any treatment. It was unknown if treatment will be rescheduled or what, if any action, will be taken.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding difficulty navigating catheters to the treatment site due to patient severe vessel tortuosity and the pipeline shield failed to open at the distal end and was damaged. The patient was undergoing a procedure for flow diverter treatment of a giant extradural left internal carotid artery (l-ica) cavernous segment unruptured fusiform aneurysm via right radial access. The aneurysm max diameter was 19mm. Patient's vessel tortuosity was severe. Dual antiplatelet treatment (dapt) was administered. It was reported that the devices were prepared as indicated in the instructions for use (IFU). A previous attempt had been made to treat the patient via femoral access but due to the patient's vessel tortuosity, access had failed. This procedure was, therefore, planned for right radial access using the rist guide catheter. The rist catheter was placed in the l-ica at the c2 segment; it could not navigate higher due to vessel tortuosity. A navien 5f distal access catheter was tried but could not navigate to the intended location due to patient's vessel tortuosity so the navien was removed and replaced with another manufacturer's product which was able to gain access. A phenom 27 microcatheter was then navigated with the non-medtronic guidewire to the left m1 segment and delivery of the pipeline was initiated. The pipeline was advance but when the tip coil had almost reached the distal tip of the phenom microcatheter, the entire system fell, close to the distal aneurysm neck. The distal access catheter was advanced over the phenom microcatheter to the m1, after which they were able to maneuver the phenom microcatheter back to the m1. Deployment of the pipeline was started in the distal ica at the carotid t, straight segment. However, when less than 50% of the pipeline stent was deployed, the distal end failed to open. The pipeline was not positioned in a bend. An attempt was made to drag the device down a bit but it did not help to open the pipeline. The pipeline was resheathed 2 or less times. No other steps or devices were used to open the pipeline. The pipeline was resheathed and removed with the microcatheter. When observed on the table, it was noticed that the pipeline was damaged/deformed. There were no patient symptoms or complications associated with this event.